Manufacturer narrative:
(B)(4). The device was not returned to edwards for evaluation as it remains implanted. Due to the patient¿s critical condition, prescreening was not performed. The surgeon suspected endocarditis but this was not confirmed due to the emergent nature of the event requiring immediate intervention. It is possible that endocarditis contributed to the reported stenosis leading to the cardiogenic shock and septic shock. However, based on the information received the root cause of the event remains indeterminable as additional information was not able to be obtained. Prosthetic endocarditis with or without vegetation, of valves and annuloplasty rings is a serious complication of valve replacement and valve repair surgeries despite improvements in prostheses types, surgical techniques, and infection control measures. This infection is generally categorized into early (onset usually less than 60 days postoperative) and late (onset greater than 60 days post-implantation). Late prosthetic endocarditis resembles native valve endocarditis in terms of etiological microbes, and sources of contamination are presumably similar. Late endocarditis occurs due to the implant being seeded from an infection or microbial contamination from elsewhere in the body. Dental, genitourinary, and gastrointestinal manipulation are known causes of transient bacteremia, which can place a patient at risk for prosthetic endocarditis. Additional procedures placing patients at risk for prosthetic endocarditis include urethral catheterization, colonoscopy, barium enemas, and surgical procedures. Late prosthetic endocarditis is not in any way related to the sterilization or packaging process of the device. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a patient required transcatheter valve-in-valve intervention after an implant duration of approximately two (2) years due to structural valve degeneration and stenosis. Through follow up, it was learned that the surgeon suspected endocarditis but was unable to confirm this as the patient was in critical condition requiring emergent valve-in-valve intervention. The patient presented with cardiogenic shock and septic shock. Due to his critical condition, prescreening was not performed. A 26mm transcatheter aortic valve was implanted inside a disabled 25mm aortic valve. There were no problems related to the transcatheter valve-in-valve procedure; however, it was learned that the patient expired in the following hours due to pre-existing conditions.

Manufacturer narrative:
.